Manufacturer narrative:
Eval summary: devices were in-vivo for approx 10 yrs. With the info provided, a probable cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that pt underwent knee revision due to pain. Tibial cyst (osteolysis) was noted in proximal tibial.